Event description:
It was reported that during a vaginal hysterectomy procedure, the clips would not advance. All of the clips were not released properly, and some of them did not hold. Another like instrument was used to complete the case. No patient consequence reported.